Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging an issue of inaccurate delivery. It was reported that the basal delivery totals did not match the recorded total daily dose values in the pump history. The patient's blood glucose (bg) was reported to be less than or equal to 70mg/dl but not less than or equal to 40mg/dl with no reported signs or symptoms, which does not meet the animas criteria for an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.